Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs ipg site was revised on (B)(6) 2017 because the patient reported pain at the original ipg site.

Event description:
Follow up information received identified the surgical intervention resolved the pain at the ipg.